Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary #the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was in usual state of health until late monday night when fever begun. Patient did not have any symptoms prior to this, denies any cough, chest pain, shortness of breath, abdominal pain, diarrhea or dysuria. No visible drainage from driveline site, looks clean and intact. On (B)(6) 2018 blood cultures were positive for growing (B)(6). Clinically patient is ill appearing with stable vitals no current fever and slowed affect. White blood cell count currently normal, stable chronic kidney disease, and mild elevation of liver enzymes. Patient was given medication until event resolved on (B)(6) 2018. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Date received for previous submitted report 03apr2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the source of the infection was not found. This event was resolved (B)(6) 2018. No further patient complications have been reported as a result of this event.